Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient reported symptoms consistent with hypoglycemia and was transported to the hospital. Upon arrival, a manual blood glucose check revealed a critically low reading of 19 mg/dl. At that time, the patient¿s dexcom device was not providing any readings due to a sensor error. Shortly after arrival, the patient lost consciousness for approximately 15 to 20 minutes. A nurse administered dextrose 50% IV (d50 IV) to treat severe hypoglycemia. Upon regaining consciousness, the patient continued to receive d50 IV treatment, with a total of at least 18 doses administered during the hospital stay. At the time of reporting, the patient was feeling better and was expected to be discharged on (B)(6) 2025. Data was provided for investigation. The allegation was not confirmed via data. However, no readings/ sensor error/ brief sensor issue under an hour was found in connection to the reported allegation. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.